Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the touchscreen on the central control monitor (ccm) froze. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during set up for a cpb procedure, the ccm touchscreen froze and nothing was able to be controlled from the screen. The perfusionist opted to recycle the power and that fixed the concern momentarily. He proceeded for a few hours making sure it would work prior to going on bypass, and it did therefore he did not have any concern commencing cpb with the system. About half way through the bypass run, the touchscreen froze up again and he was unable to control anything from the screen. Knowing that he would lose his safety connections, along with losing forward flow momentarily, he opted to use local controls the remainder of the procedure. He did use a stand alone manometer for cardioplegia pressure monitoring. The incident with the ccm did not delay the continuation of the surgical procedure, and the patient was weaned from cpb without issue. There was no blood loss or harm associated with the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. The central control monitor (ccm) operated as intended throughout the evaluation.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis on 24-jul-2018, the log shows multiple cases of logging stopped while in a perfusion screen. When this happens the local interface network/interface board (lan I/f) reports two data communications error 2 (half full warning), followed by a data communication error 4 (overflow error). This indicates the central control monitor (ccm) froze while the lan I/f continued to run. The ccm likely has a hardware issue. The service repair technician (srt) was unable to duplicate the reported complaint. The filter was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for evaluation.